Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. The patient experienced hyperventilation, headache, and discomfort. The patient said her cgm values were dropping rapidly, from 179 mg/dl to 159 mg/dl and 129 mg/dl in a few minutes, and she started to feel anxious. She took glucose tablets to make sure she would not pass out and went to the emergency room. It is unclear what the cgm reading was at the emergency room, but the patient described it as ¿no numbers and 2 arrows down and buzzing¿, and the blood glucose reading was 288 mg/dl. The patient mentioned that ¿after all of this my level was 541¿, and it was confirmed she was referring to her blood glucose level, but it is uncertain at what moment during the emergency visit this was. She was given an injection with a fast-acting medication of which she did not remember the name, but it was to ¿bring her sugar down¿. At the time of the event the patient was using an omnipod insulin pump, which she removed during her visit in the emergency room. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.